Manufacturer narrative:
It was reported that the patient has a limited range of motion due to possible global arthrofibrosis. A procedure is planned to perform lysis of adhesions and to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has a limited range of motion due to possible global arthrofibrosis. A procedure is planned to perform lysis of adhesions and to exchange the poly inserts.